Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. In addition, it was reported that the customer experienced difficulty charging the pump with the usb cable. Customer resumed insulin delivery successfully. There was no reported impact to customer's blood glucose level.